Manufacturer narrative:
Pump received with intermittent button response due to moisture damage on keypad trace. Pump received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Pump numbers does not ramp up on its own or scroll bar moving with no input. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump display numbers were scrolling non-stop and the buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 123 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.